Event description:
It was reported that cadd legacy 1 pump displayed error code 1720. The pump was delivering continuous remodulin (60 nkm). The patient was switching out a cassette which had 14 ml of the medication left, when the event occurred. The pharmacist indicated that the error code was observed before the pump was used on the patient. The pharmacist informed the patient that the pump would be replaced. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms number 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 UDI number and g5 510k are unknown. No information has been provided to date., corrected data: h6 patient code, method code and conclusion code.